Manufacturer narrative:
The device was returned, but did not transfer to the investigator. However, the non-visual device investigation has been completed and the results are as follows: DHR results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. Supplier (erkodent) reviewed the associated material lot and confirmed no manufacturing deviation or abnormality. Additionally, erkodent reported no further complaints this material lot. (See attachment) lot# e-pro 5.0-11308 (erkoloc-pro) was manufactured from july 7, 2019 and was assigned an expiration of july 2022. Stock product reviewed results : no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the device was returned, but did not transfer to the investigator. However, the non-visual device investigation has been completed. Root cause: a root cause for this complaint cannot be explicitly determined. IFU 9091 rev 3.0 (comfort h/s bite splint instruction for use) states to use only clear, cool water to wash the device. IFU provides warning "do not clean or soak in mouthwash; do not use denture cleanser, hot water, alcohol, hydrogen peroxide; do not place in direct sunlight". It is possible that reactions could be caused by mouthwash, toothpaste, or soaking material. It is possible that reactions could be caused by mouthwash, toothpaste, or soaking material. Per the reported information, the patient cleaned the device with soap and water only. Additionally, the practitioner noted the office sprayed with optium and rinsed after 2 minutes "per cdc and in house procedure." Supplier erkodent reviewed the incident details and determined an allergic reaction could not be ruled out and that an infection could be the consequence of a reaction but not the cause. Glidewell research team and namsa conducted a series of testing on a similar thermoformed sleep device following iso 10993 (biological evaluation of medical devices) and the device was evaluated for potential cytotoxicity, skin irritation, delayed dermal contact sensitization and oral mucosal irritation. The haley test article was thermoformed with layers of erkodent material (erkoloc-pro and erkodur). The test results were listed below and summarized in biocompatibility report for sleep device (rpt 9733 rev 1.0) · for cytotoxicity testing, the test article extract showed no evidence of causing cell lysis or toxicity. · for skin irritation, there was no erythema and no edema observed on the skin of the animals treated with the test article. · for sensitization testing, the test article extracts showed no evidence of causing delayed dermal contact sensitization. · the test article showed nonirritant to the oral mucosa as compared to the control article. The device materials have been found to be biocompatible through the testing. There was no cytotoxic, sensitization, skin irritation, or oral mucosal irritation found in any of the test articles.

Manufacturer narrative:
The device has been returned. Once the investigation is complete a supplemental report will be submitted. The device is manufactured by prescription not implantable.

Event description:
It was reported that the patient had an allergic reaction to comfort hard-soft splint. The patient has nkda and no pre-existing conditions. The area involved were the intra-oral and lips. It is reported that the patients lips began to swell. Once the device was removed, the reaction (swelling) went away. The patient used the device for 1 week. The patient started use again after 1 week and reaction developed again. The patient saw dermatologist, although allergy test were not done, believes material is the cause. The date of delivery was (B)(6) 2020 and the reaction was not noted. The patient tried to use the device once more and the reaction re-occured. The patient required medication to treat "infection." The patient was prescribed: mupirocin ointment 2%, hydrocortisone usp 2.5%, doxycycline (dose unknown). As of (B)(6) 2020, the patient remained on medication "to treat the infection." The reaction subsided 6 weeks after the patient discontinued.